Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of peritonitis was unknown. The peritonitis was manifested by nausea, vomiting, abdominal pain, cloudy pd effluent, and fever. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin and ceftazidime intraperitoneally (doses and frequencies not reported). At the time of this report, antibiotic treatment was ongoing, the peritonitis was resolving, the patient was recovering from the event, and dianeal/extraneal therapies were ongoing. Five days after being admitted, the patient was discharged from the hospital. No additional information is available.